Event description:
Additional information was received: no further information was available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified check clutch plunger lever.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. During analysis, service was unable to perform the occlusion test to verify the check clutch error due to force sensor test error found at power up. It was noted that clutch halves and leadscrew were found old and worn out which might be causing the check clutch error. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check clutch plunger lever. No adverse effects were reported.